Manufacturer narrative:
The facility only provided the serial number of one device ((B)(4)). However, the facility owns two heater-cooler 3t units. As the user medwatch report (mw5063884) was a general customer perception issue, sorin group (B)(4) has decided to include both serial numbers in this report (both serial numbers are for model number 16-02-80): (B)(4). Device manufacture date (mm/dd/yyyy): (B)(4): 10/16/2012, (B)(4): 02/23/2012. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). On august 16, 2016, sorin group received a user medwatch report (mw5063884) stating that the customer believes that complete cleaning and disinfection of the internal water reservoir and circuits of the sorin heater-cooler system 3t is not feasible as designed. The customer indicated that they felt the heater-cooler was designed to be easily modified to have higher water capacities when necessary by way of the two overflow outlets. The user report states that when either of the outlets is blocked, it results in a dead end segment that cannot be adequately cleaned and disinfected. There is no known patient involvement. A sorin group field service representative was dispatched to the facility to perform maintenance on the facility's two units. The internal tubing kit was replaced for both units (on (B)(4) on (B)(6) 2016 and (B)(4) on (B)(6) 2016) according to the maintenance guidelines. The service representative also installed a blind plug for one of the two overflow tubing lines to close one of them off. This leaves only one active overflow tubing, which is incorporated into the cleaning and disinfection cycle outlined in the current instructions for use (IFU). A field engineering note was issued in november 2015 to instruct service representatives to replace the internal tubing and install a blind plug on the overflow tubing. Evaluated on site by sorin service rep.

Manufacturer narrative:
There was no patient involvement. (B)(4). On (B)(6) 2016, sorin group received a user medwatch report (mw5063884) stating that the customer believes that complete cleaning and disinfection of the internal water reservoir and circuits of the sorin heater-cooler system 3t is not feasible as designed. The customer indicated that they felt the heater-cooler was designed to be easily modified to have higher water capacities when necessary by way of the two overflow outlets. The user report states that when either of the outlets is blocked, it results in a dead end segment that cannot be adequately cleaned and disinfected. There is no known patient involvement. Through follow-up communication with the customer, sorin group (B)(4) learned that the complained unit was removed from service due to high colony count. This issue was registered under a separate complaint. A separate medwatch report (961109-2016-00607) will be filed. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
On (B)(6) 2016, sorin group received a user medwatch report (mw5063884) stating that the customer believes that complete cleaning and disinfection of the internal water reservoir and circuits of the sorin heater-cooler system 3t is not feasible as designed. The customer indicated that they felt the heater-cooler was designed to be easily modified to have higher water capacities when necessary by way of the two overflow outlets. The user report states that when either of the outlets is blocked, it results in a dead end segment that cannot be adequately cleaned and disinfected. There is no known patient involvement.